Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 480 mg/dl. Mother stated they treated with the insulin pump but blood glucose level would not go down and father gave her a manual injection. Reading during the call was 131 mg/dl. Mother declined troubleshooting.